Manufacturer narrative:
The investigation determined the most likely root cause was storage or transport of the reagent containers upside down. The customer indicated all reagents are received at their loading dock. When the reagents arrived in the laboratory they did not note any issues.

Manufacturer narrative:
It is unknown if the initial reported submitted a report to FDA.

Event description:
The customer complained of questionable results for quality control and "a lot" of patient samples tested for 25-hydroxyvitamin d (vitd). The customer loaded a new vitd reagent pack on the analyzer and obtained patient results of >60 ng/ml. She ran controls and obtained the same result. She inspected the reagent pack and found a ring of reagent beads in the pack. She loaded a new reagent pack and stated the controls were "right on the mean." It was determined an erroneous result for one patient sample was reported outside the laboratory. The initial vitd was > 120 ng/ml. The repeat result was 27.3 ng/ml. The physician was contacted immediately after determining there was an issue with the reagent. There was no adverse event. The lot number and expiration date of the reagent were requested, but not provided by the customer. The customer declined a service visit stating, they "know the issue was isolated to that reagent pack only."